Manufacturer narrative:
The device history records were reviewed. This lot met all release criteria. The DHR review showed that this lot of vascular grafts passed all physical testing, including longitudinal tensile strength (lts) and radial tensile strength (rts). The DHR review showed that all process parameters were within specification. There was no evidence of any deficiencies within the lot that would contribute to this complaint. Based on the DHR review there is no evidence of a manufacturing related cause to this event. This is the only complaint reported for this lot number to date. The complaint sample has been returned and the investigation is currently underway.

Event description:
It was reported that a pt with a vascular graft that had been placed "extranatomically" from the right femoral artery to the left axillary artery heard a "clipping" sound upon stretching his arm. Subsequently, the left chest area was swollen for two days. Reportedly, under an echocardiogram, a hematoma as well as flow outside the vascular graft had been observed. During the surgical intervention, the physician found the edge of the vascular graft had separated in the left chest area. Another vascular graft was placed and the procedure was completed.